Event description:
It was reported that the patient had been flipping the pump, and the catheter was coiled in the pocket area because of this. Surgical intervention was performed and it was decided to replace the whole catheter because they also wanted the tip of the catheter higher in the intrathecal space. The catheter was clear, and the drug in the pump tubing was 35mg/ml and what was in the reservoir was 40 mg/ml. The patient had not been experiencing any symptoms and was doing well since the replacement of the catheter. The pump system was being used to infuse morphine (unknown).

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).